Event description:
The customer reported that during use of this awl, the tip broke off in the surgical site. The tip of the device was retrieved without injury.

Manufacturer narrative:
Investigation results: conmed linvatec received this reusable microfracture awl for evaluation and confirmed the reported problem. A visual examination found the tip of the awl shaft broken and detached. A material hardness check found the shaft met specification. The cause of this failure was unable to be determined. The info for use (IFU) provides the following precautions to the user: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Conmed linvatec will continue to monitor this device for failure.